Event description:
It was reported that the customer's insulin pump had an error and a no delivery alarm. The customer's blood glucose level was 243 mg/dl. Standard troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.